Manufacturer narrative:
The returned device was evaluated. During this testing the unit was found to intermittently turn off and on. The power supply module was re-soldered and the unit functioned as designed. The device history record (DHR) was reviewed and it was determined that the device met all release criteria. Nothing in the DHR indicates that there was a mfg related cause for the reported event. A review of the history for this device was performed and it was concluded that the device was in the field for over a year with no previous returns for servicing or other issues prior to the reported event. The operator's manual provides a warning that "if the rad-8 fails any part of the setup procedures or leakage tests, remove the instrument from operation until qualified service personnel have corrected the situation."

Event description:
It was reported that the unit intermittently powers on and off regardless if the unit is plugged in or not. The customer stated the ac power led does illuminate when the ac power is applied. There was no visual error codes or audible/visual alarm indication prior to this issue occurring. The unit will engage in monitoring. There was no pt incident reported.